Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose levels. Customer's blood glucose levels were 50 mg/dl, 51 mg/dl, and 57 mg/dl. The customer lowers her basal rate to treat for her low blood glucose level. The device was not returned.